Event description:
Pt revised to address osteolysis and polyethylene wear, found tibial and femoral components loose.

Manufacturer narrative:
Examination was not possible as no prod was returned a search of the warsaw and intl complaint database did not find any add'l reports of this nature of the prod code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of prod error contribution to the reported problem. Based on th e investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.